Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device did not function after a few minutes, error code. Another device was used to complete the case with no pt consequence.